Manufacturer narrative:
Follow-up #1 08/08/2013 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 07/10/2013 with the following findings: the pump display screen was found to have visible cracks on it. The pump powered on with audible tones and vibration but the display screen remained blank. The pump display screen was replaced with a test screen and the display returned to normal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the bottom half of the display screen was black. There is no reported adverse event with this complaint. This report is made based on the allegation of the display issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.